Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing noise that lead to inappropriately stored ventricular tachycardia (vt) events. It was noted that the rv lead was fractured in the sub clavian area. The rv lead was explanted and replaced. No additional adverse patient effects were reported.